Event description:
It was reported that the coil was inadvertently moved after deployment. The patient was undergoing a y-90 treatment in the gastroduodenal artery (gda). A 2/6mm x 8cm interlock coil was advanced and deployed in the artery. However, the interlocking arm of the pusher wire caught on the coil after deployment and pulled it out of the gda. A non bsc snaring device was used to remove coil. The procedure was completed with deployment of 4 additional coils of varying sizes. No additional patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).